Manufacturer narrative:
Product complaint # (B)(4). (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Date of the pacemaker exchange procedure in which the suture breakage occurred? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: event date? Procedure date? Procedure name? Product code and lot number? Quantity of product involved? Event description stating when each involved device had a suture breakage issue in the procedure. Any adverse patient consequences and how were they managed? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent a pacemaker exchange procedure on an unknown date and suture was used. During the procedure, the suture strand broke while tying the knot and cinching it down. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.